Event description:
It was reported that the patient's condition did not improve post operation. During the re-operation, the surgeon found that the valve was leaking.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.